Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Atrial lead noise episodes were noted, leading to automatic mode switch episodes. The noise was not reproducible in person. The patient was stable, and will continue to be monitored.